Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During gamma3 surgery, the target arm did not disengaged from the nail when the surgeon tried to remove it after the implantation. Finally, the surgeon extracted the nail with the arm, and disengaged them by force. The surgeon attached a new nail to the arm and progressed the surgery. The u-blade was hard to be inserted to the tip of the lag screw, so the surgeon hit the u-blade inserter and inserted the u-blade to the tip of the lag screw.